Event description:
There have been 20 recent ICU medical plum360 infusion pumps failures in our hospital. All units stopped infusing and some of them turned off without the device properly alarming the user about a possible malfunction. After proper troubleshooting, we have identified the pump battery as the cause of the problem. The recently installed battery in the units did not hold enough charge or did not maintain proper capacity after fully charged. Because of this battery condition, the pump suddenly turned off without alerting the user of a low battery condition. The batteries installed in the units were the ones sent to us as a replacement batteries of a previous battery recall from ICU medical titled "urgent medical device correction - batteries supplied by (B)(4) and used with plum infusion systems" dated march 2023. The replacement batteries sent by ICU medical to us and used in 100 of our pumps were from the same supplier, (B)(4). After reviewing the units that failed, all batteries were from the same lot number, lot# 230303v21. Manufacturer response for infusion pump, ICU medical plum360 (per site reporter). Manufacturer is investigating this issue. We sent them the first five batteries that failed.